Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, the physician was unable to get the stylet to advance and retract. The lead was explanted and replaced. The second lead had also the same issue with the stylet. The lead was removed and the case was abandoned. The patient will be rescheduled for new lead implant. No other information was provided.